Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead was explanted because the physician believed the insulation was compromised. Additionally, the stylet was difficult to insert into the lead.